Event description:
I had a migraine that lasted about a week. After no relief and persistent hypertension I went to (B)(6) before class. I was given refills for my medications and went to class to take my exams. Immediately after I became extremely dizzy, nearly passed out while walking outside and began having excruciating chest pains. It felt like a heart attack. I was rushed to the ER by a friend and was admitted overnight. The next day I was told my diagnosis was complicated migraines because it affected me neurologically. Fast forward a year later I've since been diagnosed with moderate/severe anxiety, and I've been hospitalized three more times for similar and/or more severe complicated migraine issues. One diagnosis was changed to a mini stroke upon discharge. I decided to research the connection between breast implants and migraines because these past few years I've noticed most of the signs and symptoms listed. I'm desperate for answers because I cannot continue to live this way especially with my dreams of becoming a registered nurse. I graduate (B)(6) 2018 and already have a residency lined up.